Event description:
As reported to customer relations via pmcf / literature complaint form "final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system." Final report pancreatic stent pmcf MDR-2062 - indication for ercp (endoscopic retrograde cholangiopancreatography) procedure used for placing the study device and the duct study device was placed in are reported in table 3.2-1. Most common indication for the procedure was chronic pancreatitis (53.1%), followed by prophylaxis for post-ercp pancreatitis (pep) (35.9%), and pancreatic stone (33.6%). Most patients (89.1%) had the stent placed in pancreatic duct with close to 10% patients receiving the stent in the biliary ductal system. This complaint captures 1 case of hemorrhage.